Manufacturer narrative:
An event of device embolized was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet had been successfully implanted with all the close signs validated (circumflex level, compression of the lobe, orientation of the lobe, concave disc). A few hours later, the device embolized in the left atrium, inside the mitral valve, the left ventricular outflow tract and the descending aorta. The device was recaptured with success through the femoral artery, using a non abbott device. The physician tried to implant another amulet 31 mm which failed (unable to deploy it in the right orientation), 34 mm (device looked too big and too proximal in the ostium of the laa) and a non- abbott device with no success (too big and proximal). The patient outcome is stable. Finally, the patient will probably be addressed to cardiac surgery for a left atrial appendage closure closing on an unknown date. The patient remain hemodynamically stable throughout the procedure and there was clinically significant delay as the result of this event.